Manufacturer narrative:
Additional information: b5 (third paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years after implant, the evolut pro+ transcatheter aortic valve was explanted and replaced with a surgical aortic valve. The reason for explant was not specified. Additional information was received that the valve was explanted due to aortic stenosis (mean gradient 70), mild to moderate central aortic regurgitation and thickening leaflets. Additional information was received indicating that the patient's calcified annulus contributed to the elevated gradient and there was no evidence of thrombus on the evolut pro+ valve.

Event description:
Additional information was received that the valve was explanted due to aortic stenosis (mean gradient 70), mild to moderate central aortic regurgitation and thickening leaflets.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years after implant, the evolut pro+ transcatheter aortic valve was explanted and replaced with a surgical aortic valve. The reason for explant was not specified.